Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Caller states patient tested 6.2 inr on the coaguchek xs plus system while a comparison lab returned as 3.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however call no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.